Event description:
The account alleged the bed was found fully raised when nursing tried to lower bed to prepare the bed for a patient, bed would not lower. The account can lockout the siderails and then lower the bed using the foot panel, but as soon as he unlocks the siderails the bed will rise on its own.

Manufacturer narrative:
The account replaced the left siderail caregiver switch package to repair the bed.